Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s high blood glucose level was 455 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 536 mg/dl. Customer had high blood glucose level was 495 and 511 mg/dl. Customer was not alleging that the insulin pump was under delivering. Customer was okay to troubleshoot. Customer was treat with insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.